Event description:
The customer reported that during a laparoscopic procedure, the instrument's jaws could not be fully opened after closing the jaws. Since the jaws were partially open, it was pulled off the tissue resulting in some bleeding.

Manufacturer narrative:
(B)(4). Date of initial report: 1(B)(6) 2010 under MDR number 1717344-2010-00683. The incident sample has been requested but to date has not been received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. Date of follow-up report: (B)(6) 2010. One ls1037 instrument was returned for evaluation. A visual examination of the instrument revealed no damage. When the sample was latched closed the jaws aligned properly to each other. The jaws opened and closed normally when the handle was moved. The knife extended and retracted normally when the trigger was activated. There was nothing found that would have caused or contributed to the customer's report.